Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014 and 23/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Patient reported experiencing ¿unusual pain, tingling, swelling, numbness, or burning of the breast.¿ healthcare professional reported left side capsular contracture, baker grade iii and "cannot feel the implant near armpit or inner chest wall." Patient additionally reported "raynaud's phenomenon;" this event is not related to the device. Device remains implanted.